Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 76 months, impedance values out of range were reported. The lead was explanted, but not returned to biotronik. No adverse patient side effects were reported. The implant and explant dates were not provided.